Event description:
It was reported that during a robotic assisted laparoscopic prostatectomy procedure, upon engaging the clips onto the tissue, the clips were not closing properly. They were not aligned and not remaining on the tissue. The procedure was completed with a new device. No patient impact reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 9 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws opened and closed as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.